Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53) and also had battery problems. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer was able to clear the error and successfully complete the fill cannula delivery test. Troubleshooting was not performed. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No pump error 53 alarms noted during testing. No low battery alerts noted during testing or was recorded in the pump history/trace files. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. However, pump error 53 (linenumber=1216 filenumber= 709) alarms was confirmed in the pump history/trace files on 01/30/2025 10:03:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1-cap locks properly into place. The following were noted during visual inspection: scratched case. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Unexpected battery power loss was not confirmed. Pump error 53 ((linenumber=1216 filenumber= 709) alarms confirmed in the pump history files due to a possible software anomaly as per global logic analysis esf# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.